Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was hospitalized with heart block and an escape rhythm of twenty-seven beats per minute. The implantable pulse generator (ipg) was found to have intermittent pacing. An alert was given that the battery and pacing impedance measurements were unreliable. The patient stated that the battery was low and needed to be checked again in (B)(6) 2015. The device battery is suspect of being depleted and is scheduled to be changed out. The device was reprogrammed for ventricular pacing only with maximum pacing output and remains in use. No further patient complications have been reported as a result of this event.